Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an hardware failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the hardware failed. A field service engineer worked with customer and performed recovery storage space to resolve the issue. The system functioned as intended after customer resolve the issue.